Event description:
Patient information and product information were provided. Sales representative checked with nurse and the patient's father stated the device was working properly and no issues were reported. No additional relevant information has been received to date.

Manufacturer narrative:
H6. Result code- correction - code 213 was inadvertently reported in the initial MDR, however the code 3221 should have been reported.

Event description:
Later the tablet data was reviewed. The review of this data revealed that the device was never in a low output current condition. The event has been determined to be invalidated.

Event description:
It was reported that the patient generator was interrogated and reported programmed current could not be delivered at the specified output current. It was noted that generator was interrogated with two programming systems and the same error message occurred. No additional relevant information has been received to date.